Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test and displacement test. Unit passed dat at (0.0875) inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 0 units of normal bolus was delivered on jul 17, 2024. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 07/17/2024 13:11:20.000 - 07/18/2024 16:19:43.000 and fault 104: 07/17/2024 10:48:00.000 - 07/18/2024 16:16:51.000 were found in the history files and traces. Pump was cut open to perform visual inspection and found¿evidence of moisture damage on the pcba 1, pcba 2 and lcd assembly. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, serial number label missing and corroded battery tube. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found was confirmed. Blank display not confirmed. Unexpected battery power loss was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia, which was treated with a manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported that the cause of the event was that the customer was given an "insert battery" error, and was advised the customer to disconnect at the quick release, but the customer called back after installing a new battery and monitoring the insulin pump for 2 hours, and no frozen display recurred. The customer faced a blank display, before receiving the battery cap, the material of the battery cap being used was acc-1527, and the display was blank for more than 30 seconds. The customer was instructed to stop using the pump and return to a backup plan as directed by a health care expert. The customer indicated they understood the product replacement/return policy. The event involved products mmt-332a, mmt-397a, and mmt-1884. Troubleshooting was performed, and the customer was using the insulin pump system within 48 hours of the reported event and was unsure about the automated feature, whether active or not. The customer reported a blank display. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event no further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. The product return required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.